Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qcmkqe, and no non-conformances related to the reported complaint condition were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5099771. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and a barbed suture was used. During the procedure, while pulling a suture back out of the abdominal cavity through a trocar, the needle detached from the suture. The surgeon and pa looked for needle without success. An x-ray was brought to operating room. The needle was located via x-ray and removed by surgeon. There were no patient consequences reported. No additional information was provided.